Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H10: additional narrative: investigation summary the product was returned to depuy synthes mitek for evaluation. Depuy synthes mitek then conducted inspection of device received. Visual inspection revealed that only the needle and a piece of a broken suture were returned. Needle and retention sleeve do not show structural anomalies. A review of the batch manufacturing records was conducted on finished lot number 9l31961: and no related non-conformance's were identified. Based on the investigation findings a damage was identified, the potential root cause for the device damage can be traced to procedural variables, such as handling of the device or product interaction during procedure; an excessive tension was applied to the suture, therefore the suture broke. As per IFU: use caution when tensioning the suture. Over-tensioning may cause suture or implant breakage. It has been determined that no corrective and/or preventative action is required. As part of depuy synthes mitek quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
This is report 2 of 2 for (B)(4). It was reported that the omnispan meniscal repair 27deg device had an unspecified malfunction. During in-house engineering evaluation, it was determined that the suture was broken on the device. This event did not occur during surgery. There was no procedure nor patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. No additional information was provided.